Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was auto triggering, had unstable positive end expiratory pressure (peep), inspiratory tidal volume (vti), and exhaled tidal volume (vte). There was no patient involvement.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Characterization of the exhalation valve appeared to have corrected the auto-cycling which was causing the volume issues.